Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the therapy never helped the patient and they were either constantly flooding or not going at all. The family member stated that the patient had will get the urge to go and all they did was ¿trickle¿. They further mention that ¿a while ago was the first time she has gone in 2 days¿. The patient was implanted for ¿bladder¿. Initially, the patient lived with their brother and now lived with their daughter who did not know how the device works. The family member stated that they tried reading the programmer manual and found it very confusing (¿not user friendly). During the report, the therapy and programmer uses were explained to family member. Initially, the reporter got poor communication (poor communication screen) using the programmer which resolved by repositioning the antenna. After connecting the programmer to the ins, it was determined that the patient was on program 1 at 2.6 volts and the device was on. No adjustments were made at the time as the family member just wanted to know how to use the programmer. The patient had an appointment with their healthcare professional (hcp) next wednesday. There were no further complications reported or anticipated.

Manufacturer narrative:
Adverse event/product problem: this event was incorrectly reported on the initial MDR as both adverse event and product problem. This event should be reported as adverse event only. If information is provided in the future, a supplemental report will be issued.